Event description:
Supplemental correction report is being submitted following a review of this complaint file (clinical input confirmed off label use i.e. Use of the device 'in the perigastric collection' would be deemed off label use) on (B)(6) 2024.

Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file (clinical input confirmed off label use i.e. Use of the device 'in the perigastric collection' would be deemed off label use) on (B)(6) 2024. Annex code a corrected to show off label use. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation of 1 unit of zebd-7-5 device of lot number c2206838 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: as per the instructions for use, ifu0045 which informs the user about intended use ¿this device is used to drain obstructed biliary ducts.¿ as per the notes section of the instructions for use, ifu0045, which informs the user to ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. Do not use this device for any purpose other than stated intended use.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). From the information available, the zebd stent device is used for perigastric collection. The available information indicates that a second zebd device and a cbbso device were used in the perigastric collection, which is not in accordance with the intended use described in the ifus of both devices. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause can be attributed to the off-label use of the device. From the information available, the zebd stent device is used for perigastric collection. However, this application deviates from the indications outlined in the instructions for use (IFU) and has been confirmed as an off-label use by the medical advisor. As previously mentioned, the intended use section of the IFU (ifu0045) states ¿this device is used to drain obstructed biliary ducts.¿ and notes section ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. Do not use this device for any purpose other than stated intended use.¿ the user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to completion of the investigation on 04-sep-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Echec de pose. E-mail was sent to the customer to find out if this is a product complaint. Ssc team update 04/12/2024: it appears that this replacement compass reference was slightly bent, the surgeon chose not to use it for this reason. Rep update 05/12/2024: it seems the pigtail was bended.